Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for high threshold, high variable impedance, oversensing which was reproduced in clinic. A fracture is suspected. The lead remains in use reprogrammed to unipolar, and a lead replacement was probable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).